Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy with an eviva device on (B)(6) 2026 that "blood clots were found in the saline tubing going from the syringe to the needle. They seem to block the sailine flow and specimens were stuck in the tubing. We had to cut the tubing and flushed with sailing to get the specimens out. We were never able to get the classifications with this petite needle". Customer outreach was performed to clarify the events, but there was no response. The customer reported the procedure was aborted. Due to the aborted procedure, and comment that "we were never able to get the classifications with this petite needle", it is reasonable the patient will require a follow up procedure.